Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer addressed their bg with a correction bolus via the pump. Reportedly, the cartridge was reloaded to address the event.